Manufacturer narrative:
E1: initial reported facility name - (B)(6).

Event description:
It was reported that balloon rupture occurred. A 9.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.